Event description:
Pt came back to facility with broken (ruptured) balloon reservoir, which was filled with 5-fu for 5 days. Most of the chemo solution was in a plastic infusor. There was some chemo spill. Nurse cleaned the spill. Pt did not receive 5-fu for about five hours.